Manufacturer narrative:
It was initially reported the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.